Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2017, the customer contact technical support (tss) to get a better understanding of the reason for the proficiency testing failure. Tss requested to review the api report and quality controls. Upon review, tss found that the customer has been consistently out high with their results although the tosoh controls passed all five survey samples. The customer was advised to contact api for additional samples. The most probable cause of the reported event could not be determined.

Event description:
On (B)(6) 2017, a customer reported that the instrument failed the american proficiency institute (api) survey with their a1a-360 analyzer. The customer stated that all controls were in range and no analyzer issues could be identified. The customer reported failed proficiency testing which could result in discrepant results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.